Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR 8030665-2014-00249.

Event description:
A peritoneal dialysis (pd) patient reported during treatment his cycler alarmed with multiple messages. He was not able to clear the alarms and discontinued treatment. When disassembling the set, he found fluid inside the cassette door. He could not find the source of the leak. The set was discarded. The patient visited his pd nurse, the following day. During follow up, the patient's pd nurse stated his effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.